Manufacturer narrative:
This report is submitted on may 18, 2020.

Event description:
Per the clinic, the patient experienced an infection ((B)(6)) at the abutment site that was treated with oral antibiotics. A skin debridement (date unknown) was performed. The implant remains in-situ.